Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the left ventricular lead dislodged into the main body of the coronary sinus, as confirmed via x-ray. The lead was repositioned in another branch and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.